Event description:
Event description guidant received information that this implantable pacemaker (ipm) could not be interrogated using two different programmers. Magnet application showed no pacing artifacts on the electrocardiogram. The patient complained of episodes of lightheadedness and dizziness when playing football a couple of weeks prior. The ipm was explanted and returned for analysis. Upon explant the leads were tested and noted to be good.